Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two sealed 22gx1.00in insyte autoguard devices from lot number 1314412. A gross visual inspection of unit 1 displayed the top web with extra packaging material, crumple up paper, grease marking and an exposed device. The sterility of this unit has been breached. Unit 2 displays extra packaging and a trace of grease on the top web. It was stated the damage was found before use and because of traces of grease in the packaging, it is unlikely that the defect occurred in the clinician environment but rather during packaging processes. During packaging, damage to the units may occur during cross cutting of the packages. At this stage of the process, the cross machine may miss or sustain an incomplete cut due to a dull knife therefore causing the observed defect. Operators perform sampling per the quality plan. Per the quality control plan, the units are checked to identify any damage during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had damaged packages. The following information was provided by the initial reporter: "according to the customer's report, before use for patients, the hcp found that several packages were damaged."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two sealed 22gx1.00in insyte autoguard devices from lot number 1314412. A gross visual inspection of unit 1 displayed the top with crumple up paper, grease marking and areas of missing print. Unit 2 displays a top web with longer paper size and traces of grease. The reported issue of damaged packages was confirmed. It was stated the damage was found before use and because of traces of grease in the packaging, it is unlikely that the defect occurred in the clinician environment but rather during packaging processes. An incomplete print may occur when the ink on the print heads is running low, needs to be purged or if there is a bad connection to the print head. There is a 100% vision system that checks for the lot number and other print on the package label. The packages that are missing printed information are rejected and separated into a sorting bin. All packages in the bin are inspected for product attributes. The acceptable packages are placed into a labeled dispenser, ready for placement into the shipper. A crumpled top web may be due to the raw material or handing. This may lead to labeling information being printed in an incorrect location. The long top web and grease are likely consequences of the material being crumpled. This could have caused a misalignment of the cutter. Operators perform sampling per the quality plan. Per the quality control plan, the units are checked to identify any damage during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that two bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had damaged packages. The following information was provided by the initial reporter: "according to the customer's report, before use for patients, the hcp found that several packages were damaged."